Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The touchscreen was fully responsive to physical touch docked and undocked. Internal inspection showed that the core board connector j3 cable to touchscreen is askew which results in poor connectivity and loss of touchscreen functionality.

Event description:
The customer reported out of box failure for 2 radical 7 handhelds and two docking stations handhelds have malfunctioning touch screens, two of those handhelds worked correctly when not in their docking station and then malfunctioned when placed back in station. No patient impact or consequences reported.